Manufacturer narrative:
(B)(4)

Event description:
It was reported that several vt episodes were observed started after a sequence of arterial pacing (ap) and ventricular pacing (vp). Upon review of some episodes, there seem to be unfortunate timing. At the same time as the arterial pacing (ap) is delivered, there is also an intrinsic ventricular beat. This ventricular beat falls in blanking period and is not detected by the device. Thereafter vp is delivered after the av delay. It is possible that the ventricular pacing (vp) falls in t-wave of the undetected intrinsic beat and vt is started. Unfortunate timing is difficult to resolve. A shorter av delay would perhaps lead to vp in biological refractory period instead of in the t-wave. The device was reprogrammed. The patient condition was ok.